Event description:
It was reported that the insulin pump had missing segment/partial display after battery changed and buttons were unresponsive. Customer's blood glucose was unknown. It was found in the troubleshooting that three were only 6 black dots on the screen. The self test was not completed due to buttons were unresponsive. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. We were unable to confirm the missing segments due to the blank display. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.